Event description:
It was reported that this pacemaker device had reached end of life (eol) and due to which the device was unable to be interrogated. The patient is not dependent on this pacemaker system. The plan was to have this device replaced soon. No adverse patient effects were reported.